Event description:
Following total knee surgery, the pt came in for a follow-up visit post op and they did an x-ray. The surgeon noticed that the tip was left in the pt. The pt had a second surgery to remove the tip.

Manufacturer narrative:
H6: device not returned for evaluation.